Event description:
T was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the non-(B)(6) right ventricular (rv) lead, leading to inappropriate anti-tachycardia pacing (atp). Also noted that the pacing impedance measurements has been intermittently out of range. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).